Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with 3+ confluent superficial punctate keratitis (spk) with foreign body sensation, light sensitivity and tearing in right eye one day post treatment. The topical steroid dosage was increased. It was stated that patient experienced loss of best corrected visual acuity (bcva) however, a review of pre and post bcva readings reflects patient had no change post treatment. The patient complained of light sensitivity, watery eyes and foreign body sensation. Bcva from (B)(6) 2015: right eye pre-op 20/20 -4.50 x -1.50 x 179, left eye pre-op 20/20 -5.00 x -.75 x 167. Bcva post treatment on (B)(6) 2015: right eye 20/20, left eye 20/15.